Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: noticed patient line was disconnect from dialyzer, lost 7 ml of blood. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: no samples or photos were submitted to the manufacturer for evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Through an internal investigation, the reported defect of detached arterial dialyzer was noted to possibly occur during the assembly process due to poor solvent application. The personnel did not perform a correct solvent application technique according to the visual standard. Based on the internal investigation, the reported defect of detachment is confirmed. The reported defect of bloodline leakage could not be confirmed. Corrective actions include retraining the operators on the solvent application method visual standard to detachment issues. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.